Event description:
It was reported by the getinge field service technician (fst) that during schedule maintenance the cardiosave intra aortic balloon pump (iabp) had a defective safety disk. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, investigation conclusion, component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. The fse noted that the newly installed safety disk did not pass the required performance tests after installation, indicating an out of box defect. A second safety disk was also tested and showed intermittent failures. The fse resolved the issue by installing a third safety disk. The unit passed all functional, leakage and safety tests and was released for clinical use.